Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The mobile view station (mvs) would not power on. The uninterruptible power supply (ups) on the mvs had no led's illuminated even though the mvs is was plugged into an a/c power source. Replaced the ups on the mvs. This resolved the symptoms. System checkout performed. The ups has been received by the manufacturer for evaluation. Analysis confirmed reported complaint. The ups would not power on with returned batteries. Installed failure analysis test batteries, charged for at least 6 hours. Performed the 5 minute load test, which passed at 5 min 47 sec. Installed new batteries and charged for at least 6 hours. Performed the 5 minute load test, which passed at 6 minutes 08 seconds. Recharged new batteries for at least 6 hours. Batteries returned with unit would no longer charge or maintain a charge. An electrical failure mode was confirmed, with the ups batteries being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) was unable to power on even though it was plugged into a working outlet. There was no patient present when this issue was identified. No additional details were provided.